Event description:
Event description cpi received information that a patient with a ventritex ICD/endotak transvenous defibrillation lead (0074) had the rate sensing portion of the (0074) capped, while the high voltage portion remains active, due to inappropriate therapy and oversensing. A new sensing lead was also implanted.